Manufacturer narrative:
E1: patient city: (B)(6) patient country: colombia.

Event description:
Unomedical reference number (B)(4). Event occurred in colombia on 19-may-2024, it was reported by the patient that infusion set fell off within 2 days of use, tape not sticking. No further information was available